Event description:
It was reported by a pro care tech that the teeth were binding and metal shavings released when teeth retracted. There was no associated procedure and therefore no patient involvement.

Manufacturer narrative:
Device evaluation: follow-up report submitted to document device evaluation results.

Event description:
It was reported by a pro care tech that the teeth were binding and metal shavings released when teeth retracted. There was no associated procedure and therefore no patient involvement.